Manufacturer narrative:
Joerns is sending report to lift manufacturer. Joerns is sending report to scale manufacturer. The lift manufacturer is apex healthcare mfg. Inc, (B)(4).

Event description:
It was reported to the manufacturer, by end user, while transferring a resident, a bolt broke causing the resident to fall. The resident was over a bed when the break occurred. No injuries reported at this time. The main bolt on top of the scale sheared off, leaving a break which was about 1/8" into the body of the scale. Follow-up investigation confirmed no injury to resident. The resident was approx 1 foot off the bed when the bolt sheared and the pt fell onto the bed. The device was received at the manufacturer on (B)(4) 2012 and is under evaluation. Complaint (B)(4) and ra # (B)(4) was entered into system to retrieve the device for in-house evaluation.